Event description:
A malfunction was reported on the pump, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. The malfunction code was identified as malf 9, and it was confirmed to be resettable, though the issue had not yet been reported and reset within the last 24 hours. The customer was not near a charging port at the time and planned to call back when ready to reset the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.